Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rexh1176 showed no other similar product complaint(s) from this lot number.

Event description:
Patient called in reporting occasional external pinhole leak in hickman catheter at red and blue lumen. No patient harm reported.